Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated they were able to successfully cleared the alarm but, unable to complete rewind. Customer stated that insulin pump passed the self test. Customer stated that error table did not indicated that pump error alarm cleared active insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.